Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that all the keypad buttons, including the contrast button, were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: investigation could not confirm or duplicate the alleged keypad complaint. The keypad cover was intact with no evidence of physical damage. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the bolus button cover was torn; the bolus button functioned normally.